Event description:
It was reported that: while applying a clip for cholecystectomy, needed to remove a clip to apply another one, but under the clip removed a green residue appeared on the patient's tissues. The green residue was removed and placed in a sterile pot and photo of the residue was taken. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot # 73e1700777 was manufactured on 06/05/2017 a total of (B)(4) pieces. Lot was released on 06/09/2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The returned cartridge is a representative sample. The actual sample was not returned. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the cartridge appears typical. The cartridge was returned with a tube that had a piece of green residue in a sterile liquid. However, since the actual sample was not returned, it file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Other remarks: the reported complaint of "green residue appeared" was not confirmed based upon the sample received. A representative sample was returned instead of the actual sample. The cartridge was received with a tube that had a piece of green residue in sterile liquid. Since the actual sample was not returned, it could not be confirmed that the piece of green residue came from the actual sample. The applier was not returned. The root cause of this complaint issue could not be determined since a representative sample was returned instead of the actual sample.

Manufacturer narrative:
(B)(4). A device history record review could not be performed since the lot number provided is not a valid number. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: while applying a clip for cholecystectomy, needed to remove a clip to apply another one, but under the clip removed a green residue appeared on the patient's tissues. The green residue was removed and placed in a sterile pot and photo of the residue was taken. The patient's condition was reported as fine.